Event description:
Error 567 was displayed when an empty image was sent from siemens cios spin. The margin width of the outer frame was adjusted by adjusting the collimator, but it could not be incorporated. The compact l was empty, so the c-arm was changed to that. The operation was performed by an unfamiliar radiologist, so it seems that the collimator was not properly adjusted. This event occurred with the cios spin, rendering it unusable, so a different c-arm called compact l was used to complete the operation. The mazor was used as is. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).